Manufacturer narrative:
(B)(4). S.w version 5.2a, retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The pump passed the self test, displacement test. However, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No unexpected low battery life or low battery alert found in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:48:25.000, (B)(6) 2021 10:54:19.000, (B)(6) 2021 00:15:01.000, (B)(6) 2021 00:15:36.000, (B)(6) 2021 23:42:57.000, (B)(6) 2021 16:44:00.000 and (B)(6) 2021 16:54:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 16:54:24.000, (B)(6) 2021 01:01:00.000, (B)(6) 2021 14:41:00.000, (B)(6) 2021 14:03:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 10:32:00.000 and (B)(6) 2021 10:42:00.000, (B)(6) 2021 00:12:00.000, (B)(6) 2021 23:34:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 16:56:39.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba2.

Event description:
Information received by medtronic indicated that the insulin pump was received low battery alarm or short battery life. Customer was not use the suspend before low or suspend on low and customer was not perform daily rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.